Event description:
Additional information was received from the hcp. The hcp clarified the implant not working to mean the battery was at the end of life. The cause of the battery replacement was battery life. The implant was replaced on (B)(6) 2025. There were no issues reported, and the status of the device was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-sep-19: information was received from the patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that the device was not working. Patient mentioned that they have upgraded their I-phone and realized that the apps are no longer in there. Patient mentioned that they can feel that the stimulator is not working and when they tried, the device is also not working. 2026-feb-18: additional information was received from the manufacturer representative (rep). Patient called back and reported their previous implant was replaced because it stopped working. Agent attempted to ask more information but patient started mentioning their handset wouldn't turn on and wouldn't take a charge. Agent attempted to ask event date for previous implant but patient didn't recall the event date and still misunderstood agent thinking that agent was asking about their handset.